Event description:
It was reported that, patient had a follow up with his doctor on (B)(6) 2011. He is currently not experiencing pain but since he has a rejuvenate implant, his doctor has advised him to report to stryker so he can get all his information in. His next follow up will be on (B)(6) 2012. Additionally reported via sales rep on (B)(6) 2014: the surgeon stated that the reason for the right hip revision was altr.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. A voluntary recall ra 2012-067 was initiated for abgii an rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.